Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. Around thirty minutes into treatment, the machine alarmed and test strips confirmed the blood leak. Estimated blood loss was 250cc's. Pt had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the failure mode cannot be confirmed or replicated in the lab setting because the coagulated blood in the sample prohibited a complete test. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.